Manufacturer narrative:
(B)(4). On an unknown date, the patient was discharged from the hospital after a few days. On an unreported date the following month, the patient experienced peritonitis (it was unknown if the peritonitis recovered from the peritonitis event from the month previous). The cause was unknown. The patient was re-hospitalized on an unknown date. The patient was treated with unspecified intraperitoneal antibiotics (dose, frequency, and duration not reported) for peritonitis. On an unknown date, the patient¿s catheter was removed (however, this was later denied and could not be clarified). The patient outcome was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis event initially occurred on an unreported date in the beginning of (B)(6) 2016. On (B)(6) 2016, while peritonitis was ongoing, the patient manifested with ¿gastro issues¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by ¿gastro issues¿. On an unreported date the patient was hospitalized for the peritonitis and other unrelated medical conditions. The cause of the event, treatment details, action taken with dianeal therapy, and the patient¿s recovery status were not reported. No additional information is available.